Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n499955, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis found the catheter anchor did not properly detach from the ascenda tool, and not able to use. The proximal side of the anchor was folded in.

Event description:
It was reported there was an anchor issue during the initial implant procedure; the anchor in the kit wouldn¿t deploy from the anchor tool. As a result of the event, the product wasn¿t implanted and another product was used; the pump segment of the catheter was implanted but the spinal segment was not. No diagnostic testing or troubleshooting was performed as it wasn¿t required. The spinal segment revision kit was eventually used with no anchor issues. There were no previous catheters implanted in which the segments would have been left in the intrathecal space as the event occurred at initial implant. It was also reported there was nothing abnormal with the product prior to its use. No additional actions were required as a different product was used successfully and the patient was unaffected by the product issue. The patient¿s status at the time of this report was listed as ¿alive- no injury¿ and there were no patient symptoms or complications associated with the event. The anchor and the portion of the catheter were to be returned. It was noted there were no photos available. It was noted the event occurred and resolved prior to the infusion of any drug. Additional information received reported that the patient recovered without sequela. The pump system was being used to infuse lioresal.